Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-may-2019 with the following findings: a review of the pump¿s black box showed multiple loss of prime warnings with zero force. During investigation, the pump's piston was found to be damaged. The inabillity to prime the pump was duplicated. Further testing was not able to be performed due to the piston damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.